Manufacturer narrative:
Follow-up # 2 this supplemental is being sent to include information omitted from follow-up #1 the test strips have also been returned and evaluated by lifescan¿s product analysis but the findings were not included in the previous submission. The test strips failed testing. The reported issue was confirmed; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. The alert date has been updated to reflect the date test strip evaluation was completed. The 'device returned to mfg date' has also been updated appropriately. If lifescan obtains additional information regarding this complaint a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(6), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.